Manufacturer narrative:
Based on the information provided this event is deemed a reportable malfunction. Based on the investigation, the following observations were made: all manufacturing activities, process settings and parameters were reviewed and confirmed as being within specifications. No obstruction was evident below 60 cm h20 during investigation. During the investigation, the issue was replicated and obstruction could only be seen when the pressure reached 70 cm h20. The instruction for use clearly stated that the fixed amount of air is not recommended to be used for inflating the cuff as this will build up excessive intra- cuff pressure leading to adverse condition to patient and product. In the case referred, it is suspected the excessive pressure built up could have affected the product's design performance adversely. The investigation found that sample functioned as per product specification at the point of product release. No additional patient/event details have been provided to date. Should additional information become available, a follow-up report will be submitted.

Event description:
The following complaint was reported: inner tube delamination and blocking of the airway. The doctor in the incident report, found the patient's airway resistance was big, so they implanted another endotracheal, then the patient's breathing was better and the operation went smoothly.